Event description:
It was reported that the customer's insulin pump had multiple no delivery alarms during bolus. It was reported that the customer already changed the reservoir/set. During troubleshooting it was also reported that the device's act button was unresponsive. It was advised to call back immediately if the problems recurred. The customer's blood glucose value was reported as 269 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.